Event description:
It was reported there was an alert for low rv pacing lead impedance. Programming changes were made. The patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).